Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). The clamp arm would not open and close due to dried body fluids. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that prior to a lap gastric bypass procedure, the instrument went to a solid tone and then error code 5. Instrument was replaced to complete the procedure. No patient consequences.